Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "postoperative bone fracture and pain." And "periarticular calcification or ossification, with or without impediment of joint mobility." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07330 & 07331).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. During postoperative monitoring and testing, patient experienced a limp, left knee and ankle problems, lower extremity weakness, pain, heterotopic ossification and distal cortical hypertrophy were noted. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.